Event description:
From voluntary user medwatch report, "an attempt was made to deploy a simon nitinol femoral ivc filter, but it would not fully open. The surgeon attempted to remove the filter but it became lodged into the junction of the right common iliac vein. Blood flow was not compromised, but another filter was placed to protect against the possibility of further thrombus formation. The pt is stable and post-operative recovery has been uneventful."

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The filter was not returned for eval as it remains implanted. The user facility declined to release the delivery system for eval. It is unk if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unk. The IFU (info for use) states the following: advance the filter by moving the nitinol pusher wire forward through the introducer catheter, advancing the filter with each forward motion of the pusher wire. Do not pull back on the pusher wire, only advance forward with filter in place.